Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d2b: additional device product codes: ktt d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Review of the picture revealed that the implant tfna scr perf l90 tan with product code 04.038.190s, lot # 10197p8 and 10197p7 were manufactured in elmira site and configured to be packaged in monument site, lot # 16978p0 as sterile product. These lot are matched and can be traceable in our system. Therefore, the alleged reported condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for tfna scr perf l90 tan . There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument manufacturing date: 08-may-2024 expiration date: 01-apr-2034 part number: 04.038.190s, tfna fenestrated screw 90mm -sterile lot number: 16978p0 (sterile) lot quantity: (B)(4) this lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the items were different from the packages and inner products. There was no patient involvement. This report involves one tfna fenestrated screw 90mm - sterile. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found nothing indicative of a device nonconformance; device was returned with packaging box closed. The packaging and sterilization activities are performed in the finished good level as a separate work order and therefore the batch number on the finished good label will not be identical as the laser marking of the component. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the tfna scr perf l90 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 04.038.190s. Lot # 16978p0. Manufacturing site: werk selzach logistik. Release to warehouse date: 23. April.2024. Expiration date: 01. April.2034. Supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Manufacturing location: elmira ¿ packaged, labeled, sterilized, and released by: monument. Manufacturing date: 08-may-2024. Expiration date: 01-apr-2034. Part number: 04.038.190s, tfna fenestrated screw 90mm -sterile. Lot number: 16978p0 (sterile). Lot quantity: (B)(4). DHR review retrieved from (B)(4) as the impacted products share the same lot number. This lot met all visual, sterility, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.